Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis found the device failed one incoming functional sense test. Incoming functional test failure was retested ten times and all passed (intermittent operation). Intermittent flextape failure. Analysis also found the main clear cover is out of mechanical specification (will not lock into full up position. Lower case and one bail cover are broken. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.